Event description:
A customer reported a "check sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as sweat, vomit, diarrhea and was unable to self-treat. Customer had contact with a third-party (caregiver) who provided 8 units of insulin (unspecified type) as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is 31-mar-2022. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation is required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.